Manufacturer narrative:
Off label use ¿ implanted in an aortic neck length of less than 5 mm. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment an abdominal aortic aneurysm artery aneurysm. It was reported that the patient presented with a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and coils. Although the aortic cuff improved the leak, the proximal type I endoleak was not resolved and the physician hoped that it would self-resolve on a follow up scan. The physician stated that the cause of the event was related to the patient¿s anatomy, short aortic neck length of less than 5 mm, and aortic neck dilation. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information: a follow up scan revealed that the aortic cuff had resolved the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.